Event description:
During a meniscal repair procedure the fastfix device would not deploy properly. It was reported that the suture may have been cut when the needle portion of the fastfix was withdawn. As a result, the "t" anchor was left in the knee capsule. No patient injury was reported due to this event.